Manufacturer narrative:
Two actual samples and 7 companion samples were received for evaluation. Visual inspection, leak testing, and functional testing were performed. Both actual samples passed visual inspection with no issues noted, one of the actual samples passed functional testing but failed leak testing due to a hole along the sterile fluid pathway. The second actual cassette sample passed both functional and leak testing. Of the 7 companion samples for this lot number, 5 passed functional and leak testing. One companion sample had both a cosmetic defect (indentation in the sheeting) and minor defect (kinked tubing, walls not touching) but passed functional and leak testing. One companion sample had two small cosmetic defects (one indentation in the sheeting on each side of the cassette), passed functional testing, but failed leak testing (cassette sheeting separated along the weld). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/therapy date was sometime (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were damaged. The type of damage could not be specified and this was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.